Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they had been getting a thumping where their implant is in the butt that was intermittent and not continuous but it was mostly at nighttime when they were sleeping. Caller stated it was very distracting and annoying for patient. They stated that the patient had not tried to decrease stimulation. Caller stated they usually work with the manufacturing representative (rep)  but they had been playing phone tag with them. Reviewed therapy/stimulation overview and expectations. Reviewed how to connect with patient's implant to decrease stimulation. Caller stated the patient was not feeling thumping sensation at time of call as caller stated it is kind of random/sporadic that patient feels it (not continuous) and mostly at nighttime.  Caller successfully connected with patient's implant and decreased stimulation from 4.6 to 4 .3. Caller stated they wanted to leave therapy at this setting and patient will monitor now that therapy adjustment was made. The issue was not resolved through troubleshooting.  Patient will monitor following making therapy adjustment and stated they will continue to try to contact the rep.